Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading at time of the call was 301mg/dl. Troubleshooting was performed. The husband stated that his wife is confident that the insulin pump is operating properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.